Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient attempted to start therapy over with the same supplies after the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm, although the patient was unable to answer all troubleshooting questions. The patient stated that they were stuck in the set up and could not figure out why. The technical service representative (tsr) had the patient enter the alarm log where this alarm was noted. The patient was trying to go through the set-up for therapy again with the same supplies, while connected. The tsr explained the alarm to the patient and informed them about proper procedure. The tsr advised the patient to end the set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.